Manufacturer narrative:
(B)(4). The system was evaluated by an application support manger (asm) who gelled the laser and found the current settings were adequate. 6/6 @ .75. The customer is currently using .80 energy, so asm let them know what was gelled. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had difficult flap lift in both eyes (ou). Patient presented at post-op visit with inflammation and required additional topical steroids. Pre-op best corrected visual acuity (bcva) right eye (od) 20/25+, left eye (os) 20/20 current bcva od 20/25, os 20/40 (pin holed to 20/25+1).

Manufacturer narrative:
H4: correction: in initial report, the manufacturer date provided was inadvertently reported as 10/11/2012, however the correct date is 10/17/2012. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.